Event description:
The customer obtained false negative results with a known patient sample containing anti-e in the ortho provue analyzer while performing antibody screening test. The customer indicated that the provue interpreted the test result as negative. Upon visual inspection of the gel cards, the customer noticed a weak reactivity. The patient's test results did not match results obtained with alternate method and the patient's historical data, preventing erroneous test results from being released.

Manufacturer narrative:
No definitive root cause was determined. The fe performed the appropriate alignments and adjustments to the camera and associated components to return the instrument to expected operation. The patient's test results did not match results obtained with alternate method and the patient's historical data, preventing erroneous test results from being released. Gel cards reacted as expected.